Event description:
It has been reported the surgeon revised a stanmore proximal humerus as the patient was complaining of increased pain around the left shoulder and the surgeon said the prosthesis may have dislocated. Upon inspection of the prosthesis intraoperatively, the locking ring appeared to have broken. The humeral head was replaced with a new humeral head.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a mets, proximal humeral replacement was reported. The event was confirmed by product inspection. Method & results: device evaluation and results: visual inspection: pictures of the proximal humeral replacement, bayley walker, humeral component, catalogue: mphbw-lu, lot: b17899, documentation was taken. Visual inspection of the humeral component showed a slight discolouration around the underpart of the glenoid head. The poly liner was also deformed, a portion of the circumference appeared irregular. The metal liner ring has one fracture site and appeared deformed. Material analysis: visual examination confirmed fracture of the locking ring. Stereological and electron microscopy examination could not identify the mode of failure due to damage to the fracture surface. No manufacturing issues were identified that would have contributed to the fracture observed. Clinician review: no medical records were received for review with a clinical consultant device history review: review of the product history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, x-rays are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.

Event description:
It has been reported the surgeon revised a stanmore proximal humerus as the patient was complaining of increased pain around the left shoulder and the surgeon said the prosthesis may have dislocated. Upon inspection of the prosthesis intraoperatively, the locking ring appeared to have broken. The humeral head was replaced with a new humeral head.